Manufacturer narrative:
(B)(4). Batch #: v95e41. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the electrode and ceramic separated from the lower jaw but still attached to the active rod. In addition, it was received with the I-blade lower tip broken off not returned, and with the cable cut off. Due to the condition of the device returned no functional testing could be perforated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: there is insufficient evidence related to what caused the damage to the electrode and ceramic. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an unknown procedure, I-blade broke during use. The target tissue was not hard. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.